Manufacturer narrative:
Concomitant medical products: product ID 977d260, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a trial patient. It was reported that patient had trial leads placed on monday, (B)(6) 2016. Patient lived at an assisted living facility. From monday till the date of report, manufacturer representative kept calling to see how the patient was doing. Patient was to have the leads removed at the doctor's office on the day of the report. The care giver from the facility called the manufacturer representative and reported that patient was refusing to go to get their leads pulled and their legs were numb and swollen. The hcp was advised to immediately call the doctor's office. Patient was transported via ems to the ER for treatment and had an MRI. The MRI showed that patient had a large hematoma on the spine which was being drained emergently. Later, on (B)(6) 2016, it was reported that patient had a surgery on (B)(6) 2016 to remove the hematoma and still did not have feeling in their legs ((B)(6) 2016).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they weren¿t sure what the patient¿s status was since they hadn¿t followed up with the physician. At the current time no further actions were planned and the physician had no further information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.